Event description:
It was reported that the sensor deployed on its own. Product was evaluated and the allegation was undetermined. The allegation was confirmed due to the readings froze. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl (B)(4). B5: describe event or problem - additional. D9: device availability- additional. G3: date received by manufacturer - additional. G6: follow-up number - additional. H2: if follow-up, what type - additional. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation method codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that the sensor deployed on its own. Data was received, but will not be investigated. As it will not confirm, the allegation or determine a probable cause. No injury or medical intervention was reported.